Manufacturer narrative:
Exemption # e2012017, report late due to asr to individual reporting transition.

Event description:
Per complaint (B)(4), patient reported that implant was loose and felt severe pain. Patient removed it manually.